Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was admitted into the intensive care unit (ICU) with blood glucose (bg) values that reached over 500 mg/dl. The patient was also diagnosed with diabetic ketoacidosis (dka). The patient was in and out of consciousness. For treatment, the patient was provided fluids and a insulin drip. The pod was worn between 36 and 48 hours on the abdomen. The patient is still in the hospital.